Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of waking up with high blood glucose of 468 mg/dl and a no delivery alarm. Customer indicated that the alarm was resolved by a complete set change. Customer is unable to troubleshoot but will return the infusion set and reservoir for analysis.